Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the actuator for valve vl98 was sticking. The fse replaced valve vl98, which repaired the leak. The customer had found that the vacuum trap jar was full. They had emptied the vacuum trap jar, which resolved the low vacuum errors. The repairs were verified by the fse. (B)(6).

Event description:
The customer reported a leak from the coulter lh 780 hematology analyzer. The instrument was generating low vacuum errors at the time of the event. The volume of the leak was about 20 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.